Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Post from start right department states that customer had high blood glucose of 480 - 500 mg/dl with his last infusion set and saw what looked like blood at the infusion site. When follow up call was made, customer states everything was well and once he changed his infusion set, his blood glucose began to drop from being high. Customer did not want to report to the 24 hour hotline. No further information provided.